Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during the fill cannula process due to a possible site or set occlusion. The customer stated that the infusion set was not kinked. She stated that she disconnected and resumed the process, but the insulin pump continued to alarm no delivery. The customer did not know the blood glucose reading. The customer reported that the alarm was resolved by a complete set change and agreed to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies, and none were found. Conducted testing for occlusion, and no occlusion was noted.